Event description:
Customer's mother reports that customer may have been playing with insulin pump due to pump receiving a "change battery alert". Customer's mother also reports that battery cap cannot be removed regardless of what was used such as coin and screw driver. It was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with stripped battery coin slot. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and scratched lcd window.